Event description:
It was reported that a user experienced hyperglycemia after a full supply change with an inset 23" infusion set, with blood glucose rising into the low 200s upon waking and reaching a reported peak of 324 mg/dl by pump (300 mg/dl by fingerstick), without alerts from the ilet. Symptoms included feeling fine. Outcomes included elevated glucose for approximately 12 hours that resolved after the user performed an additional supply change, resumed insulin delivery, hydrated, calibrated the pump, and allowed automated corrections, with glucose trending back into range and no need for outside assistance or medical intervention. Investigation included technical support troubleshooting and user education focused on infusion site and set function, calibration, hydration, and monitoring for correction response. Investigation of this case revealed that the event was consistent with a potential infusion site or set issue following a supply change, but the specific cause could not be confirmed. It was concluded that the device functioned as designed, the hyperglycemia resolved with user actions, and the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.